Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the error message e117 was received for the device. This is attributed to the circuit board failure. The error message e116 was not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the error messages e116 and e117 for system malfunction, indicating no image received, was observed on the device touchscreen when the camera head was attached. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a faulty motherboard was confirmed. It was, therefore, determined that the reported phenomena, ¿e116" and" e117" (malfunction of the device), occurred due to a faulty motherboard. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.